Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value. Customer blood glucose value at the time of incidence was 8 mg/dl and current value was 307 mg/dl. Customer was used auto mode feature. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose values. Customer did not allege insulin pump over delivery of insulin. The customer was treated with food. The device will not be returned for analysis.